Event description:
The customer called back on (B)(6) with additional information regarding the touchscreen intermittently becoming frozen same issue. It was reported that the customers blood glucose (bg) level was impacted 332 mg/dl. The customer took boluses via the pump to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the touchscreen intermittently becomes frozen and the customer has to press buttons multiple times, turn off the screen and then back on for the pump to respond. The contact reports after doing this 3-5 times eventually the "1" button will work and allow the customer to unlock the screen. During the call with tandem technical support, review of pump data revealed, multiple button interactions less then 1 min apart then eventually the screen unlocks. The customer was advised by tandem technical support that the pump will need to be replaced. The customer decline a replacement and stated to be "able to get by and use the touchscreen just fine with this issue." Customer's blood glucose level was not impacted.